Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (cannot activate device) has been confirmed. As received, the response buttons would not activate the device. The cause for the inability to activate the device is lack of tactile function of the response buttons. The cause of the lack of tactile is likely defective response buttons switches. No adverse event resulted from the defective response buttons. The patient received a replacement monitor.

Event description:
A (B)(6) female patient contacted zoll customer support to report an inability to activate the device. The patient was issued a replacement monitor.